Manufacturer narrative:
A report was received indicating the presence of possible floaters, particulates, or irregular markings. To support the investigation, one sample in an opened packaging blister and three photographs were submitted for evaluation by the quality team. Upon visual inspection, the syringe plunger rod exhibited embedded degraded resin at the thumb press and one of the ribs. The photographs provided correspond to the sample received. No additional defects or imperfections were observed. The presence of embedded degraded resin in the component is typically associated with startup conditions or intermittent occurrences during the injection molding process. This material degradation can detach and subsequently become incorporated into molded components. A review of the device history record was conducted for material number 309653, lot 5183852. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the condition reported by the customer has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653. Lot # 5183852. Verbatim: rcc received a complaint via email. A member of our team discovered that a syringe (bd 50 ml, leur lock) appeared to have a defect, possible floaters/particulates or irregular markings. This syringe was not used for patient care and remains unopened. We did save the syringe in case the product is desired for return. Lot 5183852. Exp 2030-06-30.